Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Nitrous leaking at copper over pressure relief device ok. Leaking at connect due to worn and mis-shapen n2o nib. Broken gauge housing cover. Leaking o rings. Plating worn off old style cryo tip. Tip not repairable. Repair order 97552 ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples . Analysis and findings : complaint (B)(4). Distribution history: as per service and repair, the complaint unit is from 1993. Based on this date, it was manufactured and distributed by wallach surgical devices. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 97752 this unit was at csi on 12/20/2021. Visual evaluation: visual examination of the complaint unit revealed physical damage. The unit is leaking at the connector due to mis-shaped n2o nib. The gauge housing cover is broken. Plating worn off of the cryo tip. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Was the complaint confirmed? Yes. Root cause: while no definitive root cause could be reliably determined, the issue may be due to end user mishandling and normal wear and tear. Correction and/or corrective action: the complaint unit was repaired and returned to the customer. The cryo tip was replaced. Coopersurgical will continue to trend the complaint condition. No further corrective actions are required at this time.

Event description:
Nitrous leaking at copper over pressure relief. Relief device ok. Leaking at connect due to worn and mis-shapen n2o nib. Broken gauge housing cover. Leaking o rings. Plating worn off old style cryo tip. Tip not repairable. Repair order (B)(4). 1216677-2021-00336 ll100 cryosurgical 900001 (B)(4).